Event description:
It was reported that during testing conducted at the manufacturer facility, the core sumex handswitch was found to have illegible run/safe etchings. Illegible run/safe etchings could potentially cause disorientation for the user, which may lead to unintentional running of the device. As this occurred during testing at the manufacturer facility, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.